Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Insulin pump received with cracked case on display window corners and minor scratches on lcd window.

Event description:
It was reported that the insulin pump had a broken screen that was no longer legible. The blood glucose reading was 300 mg/dl, and the caller stated that there had been an accident during a bike ride, which was not related to blood glucose levels. The caller stated that the physical damage to the insulin pump was due to the bike accident. Advised replacement of the insulin pump. Nothing further reported.